Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on june 29, 2021.

Event description:
Per the clinic, the patient experienced an infection and subsequently was treated with IV antibiotics for 20 days, date not reported. The device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device on the contralateral side during the same surgery.